Event description:
It has been reported that one bd insulin¿ syringe with the bd ultra-fine¿ needle has been found with the hub separating from the device before use. The following has been provided by the initial reporter: when removing the shield, the hub was detached too.

Manufacturer narrative:
Investigation summary: customer returned photos of a 3/10cc syringe. Customer states that when removing the shield, the hub was detached. The photos were examined and the hub-needle/shield assembly was not separated from the barrel. Unable to perform DHR check for needle hub separates due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one bd insulin¿ syringe with the bd ultra-fine¿ needle has been found with the hub separating from the device before use. The following has been provided by the initial reporter: when removing the shield, the hub was detached too.